Event description:
When trying to deploy device suture was attached to only one needle instead of two needles. Perclose device removed and sheath reinserted.

Event description:
Add'l info received from MFR 3/6/03: 94058-6h and 88044-6h. Two incidents for the same pt using different lots of the device were observed and reported by the facility. The reported complaint was successful cuff retrieval. The physician attempted arteriotomy closure. When deploying the device a cuff miss occurred. The device was removed and a second device inserted with similar results. The sheath was reinserted. Closure was achieved via a third device and there was no reported harm to the pt. Unable to establish a root cause based on the investigation findings. The plungers were not returned with the devices. Inspection of what was returned yielded the following observations. 94058-6h-about 15 inches of sutre was exposed at the proximal end of the handle with a cuff attached to one loose end and clean cut at the other end. The cuff tabs appeared undisturbed. A proxy plunger was inserted, and the needle trajectory was acceptable. There were no abnormal observations that could have contributed to the reported unsuccessful cuff retrieval. 88044-6h-the posterior cuff was still in the foot pocket, and its location appeared acceptable. A proxy plunger plunger was inserted. The needle trajectory was acceptable. The posterior cuff was retrieved, and rotated freely on the needle barb. The results of the investigation did not yield any manufacturing or component defect. There were no abnormal observations with the condition of the returned device that could have contributed to unsuccessful posterior cuff retrieval. Abbott laboratories has determined that the events are not reportable. The device history record was reviewed and no deviations were found relevant to this investigation. A review of co's product surveillance files revealed that there were no other complaints of this nature against the reported lot numbers. Two voluntary medwatch reports were submitted to abbott, one for each lot. The aware dates for 94058-6h and 88044-6h are 12/11/2002 and 12/10/2002 respectively. Both devices were removed from the pt. Both devices were returned without the plungers.